Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in 2016 further reported as ¿about one month or so ago.¿ as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis while performing peritoneal dialysis therapy. On an unreported date, the patient was hospitalized. The cause of the event and treatment details were not reported. On an unreported date, dianeal therapy was discontinued and the patient's catheter was removed. On an unknown date, the patient switched to hemodialysis. At the time of this report, the patient remains on hemodialysis and the plan is to reinsert the catheter "in about a couple of weeks." The patient's recovery status and outcome of the event were not reported. No additional information is available.